Manufacturer narrative:
Another device from lot sent to biological testing. No results yet. Microbial limits and bioburden lab testing of similar device from customer's stock of same lot.

Event description:
The pt, in isolation for mrsa, is reported to have developed pustules, burns and blisters on the skin at the site of the ECG electrode, first noticed when the electrode was removed. It was later reported that there was no pus just fluid from the blisters that originated from redness at the site.